Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a crack in the battery compartment. A leak test was performed and failed due to a battery compartment crack. Additionally, moisture induced corrosion was observed in the battery compartment. The pump was opened and no further evidence of moisture was found internally.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.